Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that heparin was withheld from a patient implanted with an impella 5.5 due to continuous output from the patient's jackson-pratt drain and concern for bleeding from surgical site. Additionally, while repositioning, the patient experienced ventricular tachycardia. The patient was defibrillated and survived.

Manufacturer narrative:
The investigation of vf/vt/af/at, access site bleeding, and positioning issues has been completed. The impella device was not returned for evaluation. Access site bleeding: the cause of the access site bleeding was most likely patient condition related as the patient was also bleeding from other sites. Positioning issues: the cause of the positioning issue was not determined due to lack of clinical details. Vt: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details.